Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that helmer fridge was off the bus. The field service engineer (fse) arrived on site and attempted to shut down both devices to bring the fridge back online. After two attempts and replacing the network cable, the fridge successfully came back online. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator went off the bus and user was unable to recover it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.